Event description:
It was reported that the patient was experiencing renal dysfunction. A renal ultrasound showed no hydronephrosis. Decreased urine output was noted. Anion gap metabolic acidosis was observed and attributed to renal failure. As of (B)(6) 2022 the etiology was unclear. The patient was started on a renal diet and was told to avoid nephrotic compounds. On (B)(6) 2022, creatine levels were improving. Acute tubular necrosis (atn) was likely. The patient was switched from milrinone to dopamine on (B)(6) 2022. The patient presented to the emergency room secondary to fever with associated malaise, dizziness with a fall, aches, and pains. A computed tomography (CT) scan of the head was negative. CT of the chest showed a collection of substernal fluid. Driveling, urine and, and blood cultures were sent. Antifungal and antibiotic medications were started. Blood cultures were positive on (B)(6) 2022. On (B)(6) 2022 the patient was bacteremic and afebrile. There was concern for peripherally inserted central catheter (PICC) line related sepsis. It was determined that no surgery was required for fluid collection and it was planned to continue vancomycin for a total of 7 days. Antibiotic locks were also used to treat PICC lumens. Patient was discharged on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection, as well as a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event, could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25jul2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket), sepsis, and renal dysfunction as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the infection diagnosis was staphylococcus epidermidis and blood cultures remained negative.